Event description:
It was reported that during a coronary drug eluting stenting procedure, stent damage occurred. The 90% stenosed lesion was located in a calcified and severely tortuous vessel. The physician advanced a 3.00x32mm taxus liberte' drug eluting stent to the lesion, but could not cross. When the device was removed from the pt, stent damage was noted. The procedure was completed with a different device. No pt injuries or complications occurred. Pt's status is satisfactory.

Manufacturer narrative:
(B)(6). The complainant indicated the device will not be returned for eval; therefore, a failure analysis on the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).